Event description:
It was reported that the patient had a hip dislocation after a fall. Surgeon chose to revise shell to competitive acetabular shell. Femoral head was removed from a surgery on (B)(6) 2014. There was no surgical delay. Doi: (B)(6) 2014. Dor: (B)(6) 2022. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d10 and h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicating that "while the patient had been stable for quite some time, post fall she dislocated sooner than he would like when range of motion was checked. The surgeon felt he could improve stability if the cup were in a better position. Surgeon used a competitive cup because with their dual mobility he could get to a 28mm head at a smaller cup size than we offer allowing him more length options sooner. In addition, he also stated that he would be able to have a larger articulation than with our system. Both statements are accurate."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this complaint was received for examination. The photo investigation found a dislocation event, confirming the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.